Event description:
It was reported that the one day post implant, there were no atrial sense events on the electrogram strip. It was further reported that the lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.